Manufacturer narrative:
The reported issue that the front case was replaced on the pcu was not able to be investigated further for the reason replacement was necessary; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this issue is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
It was reported that the customer replaced the (pcu) front case. There was no patient involvement.

Manufacturer narrative:
The reported issue that the front case was replaced on the pcu was not able to be investigated further for the reason replacement was necessary; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this issue is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
It was reported that the customer replaced the (pcu) front case. There was no patient involvement.